Manufacturer narrative:
We have now evaluated the non-conformity (B)(4) and come to the following: the tip is broken most likely to misuse. The instrument is produced in 2006 and is, due to exhibit wear, probably used in several surgeries. No preventive actions will be performed.

Event description:
During surgery, the surgeon inserted the guide wire. However, the surgeon adjusted the insert angle of guide wire. The surgeon removed the guide wire (5mm from the tip was still inserted in a bone), and inserted again. The tip of guide wire was broken. Therefore the surgeon removed broken tip form the patient bone.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, the surgeon inserted the guide wire. However, the surgeon adjusted the insert angle of guide wire. The surgeon removed the guide wire (5mm from the tip was still inserted in a bone), and inserted again. The tip of guide wire was broken. Therefore the surgeon removed broken tip form the patient bone.